Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x2.50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50x16mm promus element plus drug-eluting stent was advanced; however, large resistance was felt. The device was removed from the patient and the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the promus element plus ous 2.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent identified no stent damage. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. Device tracked without issues on a test guidewire. No device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x2.50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50x16mm promus element plus drug-eluting stent was advanced; however, large resistance was felt. The device was removed from the patient and the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.